Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, 75% restenosed mid right coronary artery. Reportedly, during first inflation, the 2.5 x 12mm nc tenku balloon ruptured at 12 atmospheres. The target lesion was treated with a non-abbott device. There was no resistance during retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. The physician commented that the balloon rupture occurred due to the balloon catching on the stent struts. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.